Event description:
Epidural catheter placed for pain management for labor (B)(6) 2021. Upon removal, the catheter was fractured with 2 cm of the catheter remaining in the patient's spine. Neuro surgeon consulted and recommended for retained catheter fragment to remain. FDA safety report ID # (B)(4).